Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that this was a pvp (t12) for vertebral fracture on (B)(6), 2026. After vbs balloon was placed, preparation of the cement kit in question was initiated. During mixing, resistance was noted, and the handle became difficult to turn and eventually stopped rotating. Mixing was attempted several more times, but the handle remained immobile. A new cement kit was opened and used. The surgery was completed successfully without any surgical delay. No further information is available.